Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the pump shows 22 or 21 bolus requests in the last 2 days, but the patient has received 1 bolus on day 1 and 2 boluses on day 2. The patient is fully orientated and has not activated the bolus transmitter and the pca pump is stored outside the be. There was reported patient involvement but no reported patient harm.

Manufacturer narrative:
D3 - mfg establishment name- corrected. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was due to user. As a result, no further actions were taken. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.